Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the retainer ring was detached. Customer reported that there was physical damage to the insulin pump's retainer ring and the reservoir was not able to lock in place when inserted into insulin pump. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
There is a crease in the keypad overlay to the left of the left keypad button. In addition to this, the left and right edges of the case front are scratched. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Furthermore, the retainer ring is firmly attached to the reservoir tube lip. Inserted a test p-cap into the retainer ring, and it locked in place properly. (B)(4).